Event description:
Reporter indicated that the programming wand was not functioning properly and that communication could not be established when using the wand. A new programming wand has been provided to the site. Good faiths attempts are being made to obtain the non working product for analysis.